Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore biopsy needle was returned for evaluation. During visual inspection the cannula self-activated. An x-ray showed insufficient cannula tang engagement, and upon disassembly it was noted that the left bumper was overlapped by the stylet spring. Therefore, the investigation is confirmed for both the identified self-activation and the reported cannula priming issues. However, as functional testing could not be completed, the investigation will remain inconclusive for the alleged stylet priming issues. The overlapped left bumper likely contributed to both the reported failure to prime and identified self-activation. However, the definitive root cause could not be determined based upon the available information. It is unknown if procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. Expiry date: november, 2019. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that prior to an ultrasound-guided breast biopsy, the device allegedly failed to prime during a dry fire attempt. Reportedly, the top slide of the device was allegedly able to prime sometimes, but the second slide was unable to prime. It was further reported that the procedure was completed with another device. There was no reported patient contact.